Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in the morning, the customer experienced occasional elevated blood glucose (bg) levels in the 200's (mg/dl). The customer delivered a correction bolus to address the bg level. Reportedly, the customer's pump settings require adjustments to be made. It was confirmed that the customer was in contact with healthcare provider to make the necessary changes to the settings for diabetes management.